Manufacturer narrative:
Response: the complaint device was not returned for analysis. Without product analysis it was not possible to confirm the reported event and inspect the device for possible root causes. A review of all the info available at the time of this investigation was unable to determine the exact cause of the reported event. It is considered likely that attempting to withdraw the stent into the sheath may have caused interaction between the sheath tip and the proximal edge of the stent, resulting in dislodgement from the stent delivery system balloon. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be user error. Response: the express biliary sd instructions for use warnings/cautions related to advancing and withdrawing express sd devices were used to determine that the events were not attributable to the device. Section 5 "precautions" bullet item 3: "do not attempt to pull a stent that has not been expanded back through an introducer sheath, since dislodgment of the stent may result. If a stent that has not been expanded needs to be removed, the introducer sheath and the premounted stent system should be removed as a unit." Section 8.4 "delivery procedure": caution: if resistance is encountered to the premounted stent system prior to exiting the introducer sheath, do not force passage. Resistance may indicate a problem and may result in damage or dislodgement of the stent if forced. Maintain guidewire placement across the stricture and remove the premounted stent system with the introducer sheath as a single unit." Caution: if strong resistance is met during advancement of the premounted stent system, discontinue movement and determine the cause of the resistance before proceeding. If the cause of resistance cannot be determined, withdraw both the premounted stent system and introducer sheath as a single unit." Removal of a stent that has not been expanded: "do not attempt to pull a premounted stent system that has not been expanded back into the introducer sheath, as dislodgement of the stent from the balloon may occur. The premounted stent system should be withdrawn until the proximal end of the stent is aligned with the distal tip of the introducer sheath. The introducer sheath and premounted stent system should be removed as one unit." The reported info indicates the above warnings/cautions from the express biliary sd IFU were not followed in the reported event. A copy of the instructions for use are attached.

Event description:
It was reported that during a superior mesenteric artery stenting procedure, a stent dislodged inside the pt. The 95% stenotic 1cm long lesion was located in the severely calcified and non tortuous superior mesenteric artery (sma). The vessel diameter was 6mm. The nearest bifurcation was 7mm to the lesion. The vascular access site was the right femoral artery. The physician predilated the lesion with a 3mm sterling balloon at 8atms for five seconds. Then the physician attempted to advance the 5.0x15x90cm express biliary premounted stent system to the lesion, but met resistance and was unable to complete advancement to the target lesion. The physician attempted to withdraw the stent back into another manufacturer's sheath. The stent dislodged from the delivery system, and was then deployed with another unspecified 8mm balloon into the right external iliac artery. The model and inflation time and pressure are unk. Another unspecified stent was used to successfully treat the target lesion in the sma. No pt injuries or complications were reported. Pt status reported as "tolerated the procedure well."